Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 48.5cm was returned for analysis. External insulation abrasion was noted at 13.6-13.9cm from the distal tip, consistent with lead friction to another device or patient anatomy. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.